Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. Also, loose power connections at the transformer were repaired. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system continued to create exposures following release of the xray button. No report of pt or staff injury.